Manufacturer narrative:
One used list# ch2000s-c, spinning spiros® closed male luer, red cap. Lot# unknown and one bd syringe 20 ml were returned for evaluation. The used ch2000s-c spinning spiros was confirmed to leak from the poppet/o-ring interface. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. A device history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event occurred during (B)(6) 2020 and involved spinning spiros® closed male luer, red caps that when attached to an unspecified syringe, leaked doxorubicin. There was patient involvement and no harm was reported.